Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in (B)(6) 2010 concurrently with hysterectomy and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, recurrence, dyspareunia, vaginal scarring and urinary problems. It was reported that the patient underwent revision perineorrhaphy with excision of inflamed perineal tissue on (B)(6) 2012 due to dyspareunia and pelvic pain. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/17/2016.